Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information provided. The clinical analyst reviewed this file and stated the following: ¿the customer reported that the system could not control the eye pressure. The patient experienced a corneal burn. The surgery was completed. Additional information has been requested but none has been received. Product evaluation without additional information, related to this reported event, a root cause cannot be conclusively determined. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a system could not control the eye pressure and the patient experienced a corneal burn during a procedure. The procedure was completed. Additional information has been requested but none has been received.